Event description:
It was reported that the patient is experiencing pain since the surgery and is getting worse since (B)(6) 2011. He has been on pain medications and the fentanyl patch. He is following with his surgeon and primary physician. He will have an MRI and blood work.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.